Manufacturer narrative:
The report of a red heart alarm was confirmed through the evaluation of the submitted system controller log file. Furthermore, the evaluation of the returned portion of the driveline (measuring approximately 11 inches from the connector) found damage to the bionate and braided shield layers at approximately 6 inches from the connector. The insulation of the yellow and green wires were breached in this location and the underlying wire conductors were exposed. The reported red heart alarm would have occurred as a result of the exposed wires of either wire contacting the braided shield while the device was supporting the power module. The damage appeared to be consistent with mechanical damage or force impacting the wire at this location. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 5 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient observed a driveline disconnect alarm upon connecting the system controller to the power module. The alarm cleared when the patient switched back to battery support. The patient was then admitted to the emergency department where the alarm reoccurred when the controller was connected to the power module for interrogation. The patient was admitted to the intensive care unit on battery support. A second attempt was made to interrogate the patient's controller and a second pump stop occurred, confirmed through auscultation and review of the system controller log files. The patient reported feeling faint during the event. A review of the x-ray images of the patient's driveline did not show any area of concern. The patient's system controller was exchanged, however the patient continued to have pulsatility index events and low flow alarms, and a pump stoppage occurred while the patient was standing. On (B)(6) 2015 the driveline was reportedly stabilized with self-fusion tape and the patient was transferred to another hospital for further evaluation. Upon admission, the self-fusion tape was removed and inspection of the driveline by the vad coordinator revealed an area where the "bionate" layer was compromised. The braided shielding at this location just above the distal end bend relief was also reported to be damaged. A distal end replacement of the driveline was completed on (B)(6) 2015. No further issues have been reported following the replacement.